Event description:
Customer reportedly noted the ability to disconnect oxygen and still flow nitrous oxide. There was no reported pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.